Event description:
It was reported that patient had a post op fx and required revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation indicated that. The review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient had a post op fx and required revision surgery.